Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a recharge burden. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.